Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number str-gl-001/serial number (B)(4)/lot number 5195779), being used with the complaint transmitter, was returned on (B)(6) 2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.